Event description:
On 13-feb-2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with elevated ketones following a supply change. The user was advised to contact their healthcare provider for guidance and to follow the ketone action plan. No ems or hospitalization was required. No long-term health effects were reported.

Manufacturer narrative:
A review of ilet device data for (B)(6) 2026 confirmed sustained hyperglycemia on the reported event date. The hyperglycemia began approximately 8 hours after a supply change and approximately 4 hours after a meal announcement, which is consistent with an infusion set that was initially functioning but subsequently became dislodged or leaked, resulting in insufficient insulin delivery. This is consistent with the user¿s caregiver statement that the user ¿smelled like insulin,¿ suggesting insulin leakage at the infusion set base. No malfunction alerts were identified in the device engineering logs, and the ilet was determined to be operating as intended, including appropriate alert generation and insulin dose adjustments in response to cgm glucose. Alerts were not consistently marked as acknowledged. No factory reset was identified in the logs. No product was returned for evaluation, and multiple follow-up attempts with the user were unsuccessful.